Event description:
Ethicon endopath ets flex-45 articulating endoscopic linear cutter, stapler would not fire staple cartridge after several attempts. This was the first use for this device. Dates of use: (B)(6) 2017. Diagnosis or reason for use: laparoscopic appendectomy.